Manufacturer narrative:
An event of a leaflet dislodging during explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019 a leaflet of a masters mechanical valve dislodged during explant. Leaflet was retrieved by doctor.